Event description:
Tip of flexible intramedullary nail bent when it was impacted into inferior cortical wall of bone canal. Suspect user error regarding entry angle and impaction into inferior cortical wall of bone intramedullary canal.